Event description:
During a procedure a polarsheath was selected for use. After the sheath was introduced to the left atrium the dilator was withdrawn. Aspiration was performed using standard 20cc syringe and the physician observed leakage on the hemostatic valve of the sheath. The sheath was replaced. The procedure was successfully completed without any patient complications reported. Additional information further clarifies that the three way stop cock was connected. The sheath was flushed forward and aspirated with many bubbles. Then the sheath was flushed forward three times with many bubbles being observed. After aspirating leakage of the valve was observed. The sheath was exchanged. The dilator was never introduced to the sheath and the sheath was never introduced to the patient body. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual examination did not reveal any abnormalities. The device failed the aspiration and hemostasis valve test. A non-optimal slit location displayed a tear/puncture on the outer slit. The observation of bubbles in the flush-line was confirmed through standard testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a poalrsheath was selected for use. After the sheath was introduced to the left atrium the dilator was withdrawn. Aspiration was performed using standard 20cc syringe and the physician observed leakage on the hemostatic valve of the sheath. The sheath was replaced. The procedure was successfully completed without any patient complications reported.